Event description:
At the age of (B)(6) I got saline breast implants because the doctor said they were "safe." They were wrong. Within 6 months, severe insomnia began, then muscle stiffness and arthritis, then horrible migraines and foul smelling urine. Then major brain fog and depression. Then stabbing pains in my head on and off. Blurry vision continued. Every year more and more symptoms happened because of the implants. I was perfectly healthy before saline implants yet my health was ruined by them. My story is just one of many. Many, many women's lives are being ruined because we are being lied to. The studies prove that silicone is an immune disrupter and causes the body to attack itself in many women. Silicone is an adjuvant and causes a.s.i.a. That is diseases named autoimmune syndrome induced by an adjuvant. I am in 24/7 pain every day because of saline breast implants and I think you need to protect the many women in america instead of approving devices that are proven to hurt many, many women. I know many women like myself with similar symptoms that came on from breast implants. Silicone has 30 - 40 toxic chemicals in it that are carcinogenic. How about you start doing your job instead of allowing deadly devices to be put into young trusting naive women. My life is ruined because you failed to do your job. Rx meds: amitryptiline - I have to take that every single night to stay asleep because of the toxins and biotoxins and chemicals from the implants that have altered my thyroid, adrenal, and endocrine glands.